Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. A 2 year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2023 during a hysterectomy procedure and ¿¿green cup and tip of manipulator broke off inside of patient. Colorectal surgeon was brought in to assist with the patient.¿ the procedure was completed without an alternate device and there was a 30 minute delay. After further assessment it was found that the green cup and tip of the manipulator were retrieved from the patient. The colorectal surgeon was brought in to repair the colon as "after the green cup fell into the abdomen, it slid under the bowel. Upon trying to retrieve the cup, a serosal injury occurred." The patient's status was reported as "no further sequelae". There was no extended stay at the hospital for the patient. This report is being raised due to the reported injury of a serosal injury that had to be repaired.